Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 599 mg/dl. Customer advised they have been off of the insulin pump for several days. Customer was hospitalized as a result of high blood glucose levels. Customer was advised on how to prime the device properly. Customer was wearing the insulin pump at the time of the 911 call and was in the emergency room for a few hours.